Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage to the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after it was exposed to pool water. No moisture was visible in the display and no constant tone was noted. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.